Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent an open inguinal hernia repair procedure in (B)(6) 2010 and the mesh was implanted. About one month later after a heavy meal, the patient experienced symptoms which consisted of severe epigastric pain, nausea, vomiting and was taken in for emergency surgery for an incarcerated bowel that protruded through the point of surgery site. The patient underwent a re-operation on (B)(6) 2010. It was also reported that it is unknown what was specifically done in the second procedure and the patient has recovered. Additional information has been requested.